Event description:
It was reported that the health care professional (hcp) requested review of events that were stored for the cardiac resynchronization therapy defibrillator (crt-d) with this left ventricular (lv) lead which showed lv high out of range impedance measurements and possible lv loss of capture. The health care professional (hcp) indicated that the patient reported dizziness and bradycardia. Technical services (ts) was consulted and recommended further in clinic evaluation with cardiology. This lv remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).